Event description:
"Fire" was noted approximately one half inch above the power cord.at approximately 1800, the rn programmed the pump to deliver an unspecified hydration fluid at an unspecified rate. After the infusion was started, the rn and patient noted "a burning smell" and smoke. The rn noted the power cord was on "fire" above the plug. At this time, the rn removed the power cord from the outlet and received an electrical shock. There were no adverse staff sequelae. There were no reported adverse patient effects. The therapy was resumed using a replacement device.